Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys tsh assay on a cobas 6000 e 601 module. The sample initially resulted with a tsh value of 7.28 uiu/ml accompanied by a data flag. The result was reported outside of the laboratory and questioned. The sample was repeated, resulting as 1.54 uiu/ml. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The tsh reagent lot number was 29489701, with an expiration date of 31-aug-2018. The field service engineer could not determine a cause. He checked the analyzer and performed adjustments. He ran studies which ruled out carryover. He replaced worn pinch tubing. He decontaminated the fluidic line to the measuring cell, sample line, and reagent line. He ran air purges, primed the system, and performed measuring cell preparation maintenance. He verified the system operation. He ran controls and precision studies; all results were within specifications. Upon review of the provided calibration data, calibration signals for one level of calibrator were slightly lower than expected. Quality controls were within range. The investigation determined that the service actions resolved the issue.